Event description:
Pt underwent complex left total hip arthroplasty revision of femoral compnent and modular exchange of acetabular component polyethylene liner. Left hip joint total synovectomy for polythylene wear debris syndrome and exchange of acetabular component, modular locking mechanism. Moreland osteotomes and a ultradrive cement remover with a 9.5 mm disc drill tip were used to remove cement. During this portion of the procedure the tip broke off its shaft in the femoral canal. An intraoperative x-ray showed that the tip had migrated down to the junction of the middle and distal third of the femur. An attempt to grasp it with a ronguer was unsuccessful and the tip was left in the intramedullary distal aspect of the femoral canal. Used in conjunction with ultradrive handpiece.